Event description:
It was reported that on (B)(6) 2015, the drug was discolored (yellow tinted) at pump refill. The morphine in the pump had a yellowish color (yellow tinted) when the healthcare provider (hcp) removed drug from reservoir at scheduled refill. There was no troubleshooting, interventions or other actions taken to resolve the event. It was noted that there was no "impairment to patient." The patient did not report any symptoms.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).